Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6,h2, h3, h4, h6(type of investigation, investigation findings, component codes), investigation conclusions),h11. Corrected fields: b5, g2, h5, h6 medical device problem code, h8. No decon or visual inspection performed since product was not returned and could not be evaluated. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by the customer through emergency support program that sensation plus 50cc had arterial waveform remained inappropriate during use. Requesting assistance with the quality of an arterial waveform on a fo balloon catheter. He stated the primary rn had troubleshot this by flushing the inner lumen multiple times. A screenshot of the iabp monitor revealed an arterial waveform with significant artifact with an fo reading. No harm or injury to the patient was reported.

Event description:
It was reported by customer during use, intra-aortic balloon (iab) had arterial waveform remained inappropriate.there was no patient harm.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).